Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The freestyle libre 3 complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported low glucose alarm notification with the freestyle libre 3 application. Attempted to replicate the user¿s complaint using similar configuration (iphone 13 mini, ios 16.2, 3.4.0.7368) and successfully received low glucose alarm notifications. The user complaint could not be reproduced. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device, with use with phone application (iphone 11, unknown ios). The caregiver reported the low glucose alarm failed to sound when customer was hypoglycemic with seizure and loss of consciousness. An ambulance was called, and a blood glucose of 1.8 mmol/l was obtained. The customer was treated with glucagon injection and then food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device, with use with phone application (iphone 11, unknown ios). The caregiver reported the low glucose alarm failed to sound when customer was hypoglycemic with seizure and loss of consciousness. An ambulance was called, and a blood glucose of 1.8 mmol/l was obtained. The customer was treated with glucagon injection and then food. There was no report of death or permanent injury associated with this event.